Event description:
Boston scientific received information that during device follow-up, a red warning screen was exhibited during interrogation. The technician performing the test reportedly cleared the error prior to identifying the performance anomaly. The device's data was later reviewed by boston scientific's internal technical services (ts). It was at this time, the error was identified as a long charge (lc), which is indicative of a longer than expected changing operation; however, does not compromise shock delivery. Subsequently, the device was explanted after recommendations from ts. The explanted unit is expected to be returned for a post market evaluation. No adverse patient effects were reported.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.